Event description:
It was reported that during an acl (anterior cruciate ligament)reconstruction, a screw broke during insertion. The surgeon retrieved approximately 2/3 of the screw, and approximately 1/3 of the screw remains implanted. Surgeon was able to complete the procedure using a different company's product.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. One third of the screw shaft implant on (B)(6) 2012. Without a lot number provided the device history record review could not be completed. The device was returned and received. The manufacturing evaluation, visual inspection reported a single screw was provided with the task associated with this complaint. A part number was provided. No lot number was provided. The screw has been broken off two threads below the shaft. The screw appears to be of the 207.0xx family of parts, but because the broken piece was not returned, absolute identification is not possible. The drive has been lightly damaged, consistent with use. The head and shaft are in very good condition. The minor diameter has stress marks at the surface that pattern in a counterclockwise direction. The last thread exhibits galling on all surfaces. The specifications that could be checked are in tolerance. Because of the type and extent of the damage incurred, a finite analysis is not possible. This complaint is judged to be indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: this is report 1 of 1 for complaint (B)(4). (B)(6). (B)(4). Implant date was reported in error on the initial MDR. (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).